Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device is not available to stryker.

Event description:
I was doing a u-blade gamma nail on (B)(6) 2017 in (B)(6) with one of my customer. We proceeded to prepare for the lag screw u-blade being inserted after reaming. When inserting the lag screw to the right femoral neck, there was resistance with the t-handle and lag screw, t-handle part no: 1320-0310. The t-handle has two dove tails on it that line up with the lag screw to help facilitate locking the lag screw on... While the surgeon was inserting lag screw, the dove tails broke off of the lag screw t-handle. The two pieces were inside the body cavity but were able to retrieve and I have those along with the instrument that broke. Overall, we converted to a regular lag screw which uses a different t-handle and the case was completed without any complications to the patient.

Event description:
I was doing a u-blade gamma nail on (B)(6) 2017 in (B)(6) with one of my customer. We proceeded to prepare for the lag screw u-blade being inserted after reaming. When inserting the lag screw to the right femoral neck, there was resistance with the t-handle and lag screw, t-handle part no: 1320-0310. The t-handle has two dove tails on it that line up with the lag screw to help facilitate locking the lag screw on. While the surgeon was inserting lag screw, the dove tails broke off of the lag screw t-handle. The two pieces were inside the body cavity but were able to retrieve and I have those along with the instrument that broke. Overall, we converted to a regular lag screw which uses a different t-handle and the case was completed without any complications to the patient.

Manufacturer narrative:
The reported event that u-blade lag screwdriver gamma3® was alleged of 'instruments - lag screwdriver, broken, worn or deformed pegs' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the normal wear of the device, which has reached the end of its useful service-life, and has fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. Furthermore, the devices should be checked for damage and for function before surgery to avoid breakage during surgery. The device inspection revealed the following: the pictures of the returned device show that indeed that both pegs of the u-blade lag screwdriver gamma3® received were completely broken off, confirming the failure mode. The broken off pieces were not returned. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.